Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was received in a lawsuit alleging that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention." It was also alleged that due to the defective lead, the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. On 6/16/09, additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention'. It was also alleged that the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Evaluation summary: proximal conductor fractured. Full lead. Other: the lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was received in a lawsuit alleging that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention." It was also alleged that due to the defective lead, the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. 6/16/09 additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention'. It was also alleged that the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed; visual examination lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event lead(s), fracture of shock, inappropriate defective device.